Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been feeling electrical jolts/spasms on the right side. They have not had any falls or anything that would be related. They also stated it takes hours to charge implant. They get good coupling but it still takes forever to charge the stimulator (ins). They state the recharger gets hot and thermometer screen comes up on the recharger screen. They charged the night prior and thinks the ins is almost full but the ins full icon does not appear anymore. The therapy is on. A replacement recharger was sent to the patient.